Manufacturer narrative:
The hill-rom technician replaced the worn out foot end casters to resolve the issue.

Event description:
Information received indicated the frame on the foot end of the bed moves when the brakes are set.